Manufacturer narrative:
Based on the information provided, the cause of the misaligned jaws and wire sticking out that resulted in a tissue bleed is unknown. Isi has not received the instrument for failure analysis. If additional information is obtained a follow-up MDR will be submitted. A review of the site's system logs for the reported procedure date revealed no related system errors occurring during the surgical procedure that would have likely caused or contributed to the reported complaint. This complaint is reportable due to the following conclusion: during a da vinci-assisted surgical procedure, the force bipolar instrument had misaligned jaws and the wires were sticking out, which caused some tissue bleeding that required sutures as medical intervention.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the force bipolar instrument had misaligned jaws. The wires were sticking out, which caused some tissue bleeding that required sutures. Intuitive surgical, inc, (isi) made multiple follow-up attempts to obtain additional information. However, at the time of this report, no additional information has been received.